Event description:
The following information was obtained through the clinical study (B)(6): it was reported the physician implanted a gore® cardioform septal occluder on (B)(6) 2020. On (B)(6) 2020, the patient was noted to have atrial flutter, non EKG confirmed due to covid 19. The patient was started on rivaroxaban and metoprolol tartrate on (B)(6) 2020.